Event description:
Physician was attempting to place zenith device through an another manufacture's graft that had migrated down. Guide wire was placed without a problem. An attempt was made to advance the main body graft up the right iliac, but it was only able to be advanced about two thirds of the way. The physician tried the left iliac with the same result. When the physician attempted to remove the delivery system from the left iliac, it ruptured. Molding balloons were placed to control blood flow and the procedure was converted to an open repair. The patient expired the next day in the ICU.